Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device exhibited several episodes of non-sustained oversensing due to noise on the ventricular lead. No inappropriate therapies were delivered. Isometrics were performed in-clinic and did not observe any noise. Patient will be monitored for future episodes and will return to clinic in 3 months. No changes made. Patient was in stable condition.

Event description:
New information received indicated that the patient presented to the ER after receiving inappropriate shocks. Upon interrogation of the device, it was observed the patient received multiple inappropriate shocks on (B)(6) 2019 for rv lead noise. When the patient presented to the ER, a magnet was placed on the device to inhibit device function. A fracture was noted on the rv lead. The rv lead was capped and replaced on (B)(6) 2019. The patient was fine.